Event description:
It was reported that during follow-up, externalized conductors were observed via x-ray. No electrical anomalies were noted. Lead will be monitored with follow-ups. Patient condition is good.